Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis thherapy. Per initial report, baxter'st technical service center assisted the home patient in ending the therapy early. The home patient stated they would start a new session of therapy with the same supplies. No patient injury of medical intervention was indicated at the time of the initial report.